Manufacturer narrative:
After multiple requests to the affiliate, biosense webster, inc. Has not been provided with any additional information in regards to this complaint, the details of the product in question, any information about the pt, or the procedure performed. If the product is returned to biosense webster, inc. In the future, an analysis will be performed and a supplemental report will be submitted to the FDA.

Event description:
Af, palpitation.